Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a wallace¿ sure view® embryo replacement catheter was "stiffer than usual". A doctor observed that the catheter appeared to cause trauma and a bleeding condition during an in vitro fertilization procedure. No permanent injury was reported.